Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens model and the lens tore. There was patient contact but no injury. Another same model lens was implanted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. A large portion of the lens was torn off and missing. A small piece of lens optic and one haptic were returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).